Manufacturer narrative:
The field service representative (fsr) thinks the safety monitor may have a problem.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the alert level sensor was not working properly on the perfusion system. The disconnect logo on the safety monitor illuminated. The perfusionist installed a new sensor and had the same result. Then found that the alarm sensor did not sense low levels of the prime solution. Level sensing not used during case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(4) 2014: during set-up and priming of the cpb circuit, the perfusionist (ccp) noticed the "alert sensor not connected" indicator was illuminated on the perfusion system's safety monitor. The ccp detailed that both the yellow (alert sensor) and red (alarm sensor) were connected to the venous reservoir. The alert sensor connection was checked and the "alert sensor not connected" indicator remained illuminated. The ccp disconnected the alert sensor from the safety monitor and connected a back-up sensor. This did not address the issue, and the "not connected" indicator remained illuminated. The ccp elected to use only the alarm (red sensor) and when that sensor was checked with prime solution, the sensor did not detect a low level in the reservoir. The ccp was not able to troubleshoot the level sensor issues prior to the initiation of cpb and he elected to manage cpb without level sensing functionality. The ccp did use the air bubble detector (abd) on the cpb circuit during cpb. The procedure was completed successfully without delay and without associated blood loss. There was no harm observed or reported.